Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of user error. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was mis-use. The home patient stated he only changed the cassette to try and restart therapy; the original solution bags were re-used. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a related report, a home patient (hp) stated he only changed the cassette to try and restart therapy. The technical service representative explained why all new supplies should be used. The hp confirmed to use new supplies. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.